Event description:
It was reported that during an unknown procedure, the system responded with error 4 overtemp during initial testing. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 5/20/2008. Info anticipated, but unavailable at this time.